Manufacturer narrative:
A product development investigation was performed. This complaint is confirmed. The returned protection sleeve is broken as reported. A section of the distal end is broken off and missing and there are axial cracks on the proximal end. The material near the broken areas appears stretched and distorted. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device broke intra-operatively. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned outer protection sleeve (part# 03.010.437s) is a sterile single use device for use with suprapatellar instrumentation for titanium cannulated tibial nails per relevant technique guide. A dimensional inspection of features related to this complaint was attempted at us cq. However, the flexible nature of the material and the material condition near the damaged areas appeared to have been stretched prior to breaking. Meaningful/accurate measurements of the inside diameter, outside diameter and wall thickness were unable to be obtained using calipers, micrometers or best fit gage pins at us cq. Relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to user error / not following recommended surgical technique guide. Per the complaint description : "the surgeon refused to use the handle with the protection sleeve as he was inserting the nail on the patient, and this slipped behind the nail, only to be detected as the sleeve was being removed with difficulty. The sales representative was present at this stage and did recommend the use of the handle, not agreeing with the surgeon¿s decision." No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter phone number: (B)(6). A device history record (DHR) review was performed for part #03.010.437s, synthes lot #h341395: release to warehouse date: 18-may-2017, expiration date: 01-may-2019, manufactured by (B)(4): no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient had a fractured tibia caused by a high velocity projectile. Because they struggled to remove as much as possible of the item the length of the procedure increased. Also, they had to be more invasive, opening up the surgical wound further. Unfortunately, there was a small part of the item that stayed inside of the patient, meaning outcome uncertain.

Manufacturer narrative:
Patient initials and weight not available for reporting. Patient age reported as young, above (B)(6). UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital address and telephone not available for reporting. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported during procedure to treat a fracture of the midshaft of the left tibia due to gunshot with a supra-patellar expert tibia nail on (B)(6) 2017, the outer protection sleeve for suprapatellar became partially torn inside the patient, leaving a portion of the sleeve in the patient between the tibia nail and the bone. It is reported surgeon refused to use the handle with the protection sleeve while inserting the nail, causing it to slip behind the nail. Issue was detected as the sleeve was being removed with difficulty. Procedure was delayed approximately 30 minutes. The portion of the protection sleeve remains in patient as removing it would have meant removing the entire nail. Concomitant devices reported: 11mm cannulated tibial nail-ex (part 04.004.552s, lot l356019, quantity 1). This report is for one (1) 12.0mm outer protection sleeve for suprapatellar. This is report 1 of 1 for (B)(4).